Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that approximately a year ago the patient had other issues not related to the device or therapy, and they did not maintain the charge of their ins. The patient stated that the ins became depleted, and they were in terrible agony. When their ins was recovered the patient reported that it no longer charged past 95% of fully charged. Additionally the patient reported that the ins is aging out contributing to the ins not charging past 95%. No additional patient symptoms, and no additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-09-13 additional information was received reporting that the patients weight at the time of the event was (B)(6). The patient stated that the implanted stimulator was taking a prolonged time to charge despite not having any changes to the programming. The patient reported that they are charging more frequently to maintain the charge and are able to charge the ins to 100% capacity. No additional patient symptoms, or additional device complications were reported for this event.